Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis found the device pacing in ddd mode and in por (power on reset) parameters. Telemetry was possible. Review of performance data found the device recorded 6 pors. Further analysis of the device confirmed a loss of function only at body temperature (37 degrees c). At room temperature the device would operate properly. The failure was caused by a defective crystal oscillator. The crystal had a high series resistance and a low quality factor (q), which resulted in a temperature sensitive loss of oscillation when operating above 35 degrees c. When the oscillator stopped, all dynamic function of the hybrid circuitry requiring clock signals was immediately lost. Each time the crystal stopped and then restarted triggered a reset (por) in the device. Additional analysis/information has been requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis found the device pacing in ddd mode and in por (power on reset) parameters. Telemetry was possible. Review of performance data found the device recorded 6 pors. Further analysis of the device confirmed a loss of function only at body temperature (37??c). At room temperature the device would operate properly. The failure was caused by a defective crystal oscillator. The crystal had a high series resistance and a low quality factor (q), which resulted in a temperature sensitive loss of oscillation when operating above 35??c. When the oscillator stopped, all dynamic function of the hybrid circuitry requiring clock signals was immediately lost. Each time the crystal stopped and then restarted triggered a reset (por) in the device. Additional analysis/information has been requested.

Event description:
It was reported the dual chamber pacemaker had sudden loss of pacing output after implantation. Sudden loss of pacing output was noted on cardiac telemetry. No communication was possible with the pacemaker via the programmer. The patient was taken back to the cath lab and the device was taken out from the pocket. Again no communication was possible with the device. It was also reported that the device had no magnet response and a power on reset occurred for unknown reasons. The patient's heart rate went into the 40's. The pulse generator was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku